Event description:
"During administration of chemotherapy primary tubing malfunction at cassette. Cassette was depressed making primary line unusable resulting in incomplete dosing and waster product. Upon nurse opening the cassette door, pressurized chemotherapy projectiled from depressed cassette almost landing on nurse. ICU medical primary plum set lot: 14216447 list no: 14687-28."